Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The handle of the delivery system broke when the physician tried to deploy the capsule. When the delivery system was removed from the patient, the capsule fell on the floor. The procedure was completed with a second capsule. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.